Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The diagnostic procedure was aborted, and the procedure was completed on another system. The service engineer identified a failure in the power distribution unit (pdu) that prevented it from supplying the required 24v power. To resolve the issue, both the pdu and the geo box were replaced. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's geo box was intermittently not starting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.